Event description:
On 23rd may, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was detached due to collision with other device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of d4 serial # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6) corrected d4 serial # (B)(6). The initial reporter was clinical engineer. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23rd may, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was detached due to collision with other device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 23rd may, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was detached due to collision with other device. Photographic evidence provided to the record also show cracked covers with missing particles from these components, as well as torn label and impact marks on the paintwork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was detached due to collision with other device. Photographic evidence provided to the record also show cracked covers with missing particles from these components, as well as torn label and impact marks on the paintwork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to information provided by the getinge technician a quote for repair was sent to the customer and is currently pending his approval. It was established that when the event occurred, the surgical light did not meet its specification due to the headlight¿s detachment, cracked covers resulting in missing particles, torn label and paint chipping, which contributed to the event. The provided information does not indicate if upon the event occurrence the device was being used for patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low for headlight¿s detachment, torn label and paint chipping and moderate for cracked cover resulting in missing particles on lucea 50/100. As per expertise performed by the subject matter expert at manufacturing site, the part ensuring the coupling between the light head and the fork is missing. Therefore, the light head is not attached anymore with the fork. On the picture, the light head shows visible signs of damage likely caused by a strong shock. This missing part has probably been removed by a technician during maintenance because it was completely broken. A weakness on this part has never been reported. The most likely root cause is a misuse. The subject matter expert at the manufacturing site has evaluated issue regarding the paint chipping and concluded the following: all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As for the issue with torn label, as also stated by the sme, label peeling is probably due to repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 23rd may, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was detached due to collision with other device. Photographic evidence provided to the record also show cracked covers with missing particles from these components, as well as torn label and impact marks on the paintwork. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.